Event description:
It was reported that a user experienced loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the connected pump, consistent with intermittent signal loss between the dexcom g7 sensor and the responsible device. No adverse clinical symptoms reported. Outcomes included no reported impact on health or medical care. User support included guided troubleshooting and education, including toggling the connection and re-entering the sensor serial number. Investigation of this case revealed that the sensor and device successfully reconnected after re-entry of the serial number, consistent with a transient communication issue resolved through standard reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was use error or transient connectivity disruption resolved by standard troubleshooting.

Manufacturer narrative:
Initial.